Event description:
It was reported that a intima-ii y 24gax0.75in prn/ec slm leaked. The following information was provided by the initial reporter, translated from chinese to english: the patient was punctured on november 9 using a closed IV indwelling needle, and while venting, a fluid leak was noted at the tapped indwelling needle port.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
DHR/bhr review(lot#3199612): this batch of products were assembled at intima ii auto line 2 in august 2023, and packaged at r240 package line in august 2023. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No defective samples and photos have been received for the complaint. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because we have not received the defective sample, the specific site and status of the leakage cannot be confirmed, and the root cause cannot be determined. The plant will continue to follow up the complaint.

Event description:
No additional information available.